Manufacturer narrative:
(B)(4). Approximate age of device ¿ 50 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level was noted to be trending upwards. The patient was re-started on heparin and coumadin was held. Two days later, the patient remained asymptomatic with dark urine and ldh continuing to trend upwards. Persantine was started and aspirin was increased. Due to increased concern for pump thrombosis, a CT chest with contrast was completed. A preliminary reading showed an eccentric, nonobstructive mural thrombosis in the lvad-aortic cannula. The patient was transferred to the ICU and remained stable. Milrinone was started for additional cardiac support. On (B)(6) 2016, it was reported that another clinician reviewed the CT scan and determined that the first read was incorrect (no mural thrombus noted). The only indicator of pt right now is the hematuria. Right now, the team is closely monitoring the patient's status. No plans for pump exchange. Ldh remains within normal limits. On (B)(6) 2016, it was reported that the patient was still in the ICU. The patient's ldh level continued to uptrend and cardiology felt that the heparin wasn't therapeutic. The patient was switched to an argatroban drip and the most recent ldh value is down trending. The patient's plasma free hemoglobin has also decreased. It was reported that the patient received a heart transplant on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned pump. Examination of the pump upon disassembly revealed thrombus formations surrounding the inlet bearing cup and ball. The thrombi appeared to have developed as one formation that was pulled apart as a result of the disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the thrombi could not be conclusively determined through this evaluation, they could have contributed to the patient¿s hemolysis symptoms. Upon removal of the observed thrombus depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.